Event description:
The user facility reported that the 16" eagle scientific gravity sterilizer was emitting "smoke;" this event occurred around 2 a.m. The user facility reported that all departments were evacuated and the fire department called. The fire department found that "smoke" was actually steam and turned off the steam valve supplying the sterilizer. No injuries to hospital staff or patients or procedural delays or cancellations were reported.

Manufacturer narrative:
A steris technician inspected the unit and confirmed that the sterilizer was emitting steam, not smoke. The user facility reported that the facility maintenance department had shut off the water to repair their water lines and had forgotten to turn off the steam to the sterilizer. When this occurred, the steam feeding into the sterilizer and the steam trap on the steam line eventually filled with condensate, causing steam to leak from the sterilizer chamber as there was no water available to cool the steam. After facility maintenance personnel turned on the water and steam supplies, the steris service technician turned on the sterilizer, ran test cycles and found the unit to be operating properly. The unit was returned to service and no further issues have been reported. The technician provided in-service instructions to the user facility's maintenance director, including the need to turn off the steam any time the water to the sterilizer is also turned off. The sterilizer is under steris maintenance contract and preventive maintenance was performed on (B)(4) 2012, at which time the unit was found to be operating properly. This event is attributed to operator error as the user facility personnel did not turn off the steam supply to the sterilizer when the water supply to the department was turned off while performing repairs on the water system. The event caused no damage to the sterilizer, to persons in the area or to the room the sterilizer is located.